Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their implanted neurostimulator (ins) became infected and had to be removed. The ins was removed in 2010. There were no reports of device issues. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.